Event description:
It was reported by the customer that it was difficult to insert the proximal end of the introducer sheath in seldinger into the vessel. Protrusions and cracks were found with the grey tip, affecting its use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty inserting the microintroducer was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs which depicted a 4.5fr microintroducer dilator/sheath. Both photographs depicted the handles, shaft and tip of the assembly. The vessel dilator was inlaid through the sheath. Blood residue was evident on the sample. The tip of the peel-apart sheath exhibited deformation. Damage was evident at the tip of the depicted sheath; however, inspection of the submitted photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include attempted insertion through a too-small incision and a rough transition between the sheath and the dilator leading to resistance during attempted insertion.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of refx4611 showed no other similar product complaint(s) from this batch number.

Event description:
It was reported by the customer that it was difficult to insert the proximal end of the introducer sheath in seldinger into the vessel. Protrusions and cracks were found with the grey tip, affecting its use.